Manufacturer narrative:
(B)(4).

Event description:
The transmitter was evaluated. An external visual inspection was performed and passed. The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed. Receiver data logs could not be downloaded due to receiver in perpetual reboot. The receiver was opened and an internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.